Manufacturer narrative:
It was reported that, after a left bhr surgery due to an avascular necrosis and severe pain, the patient experienced a loosening of the femoral component. A revision surgery was performed in order to explant the femoral component and convert the bhr into a dual mobility acetabular arthroplasty. Micromotion along the femoral neck could be seen with the femoral component. The cup was noticed to be in a satisfactory position, so it was retained. No significant staining of the tissues were noticed. A cystic region was identified and curetted, this had a benign appearance. A competitor system was implanted. The patient current health status is unknown. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar have been identified for the cup and head, and this failure will continue to be monitored via routine trending. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. Based on the limited information provided the clinical root cause of the loosened femoral component cannot be confirmed. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a left bhr surgery performed on (B)(6) 2012 due to an avascular necrosis and severe pain, the patient experienced a loosening of the femoral component. A revision surgery was performed on (B)(6) 2022 in order to explant the femoral component and convert the bhr into a dual mobility acetabular arthroplasty. Micromotion along the femoral neck could be seen with the femoral component. The cup was noticed to be in a satisfactory position, so it was retained. No significant staining of the tissues were noticed. A cystic region was identified and curetted, this had a benign appearance. A dual mobility acetabular liner, a summit stem and a ceramic head from a competitor were implanted. The patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).